Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock one week post implant. Technical services was consulted and recommended switching to primary vector as the issue is related to air entrapment under the set screw/seal plug because of recent implantation. It was also suggested that an x-ray is done to verify the connection is completely okay. The patient will be instructed to install the latitude remote patient monitoring system for closer monitoring. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock one week post implant. Technical services was consulted and recommended switching to primary vector as the issue is related to air entrapment under the set screw/seal plug because of recent implantation. It was also suggested that an x-ray is done to verify the connection is completely okay. The patient will be instructed to install the latitude remote patient monitoring system for closer monitoring. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service.